Event description:
Gyrus device was never inserted into patient and was not used on patient. When physician was ready for the gyrus dissector, it was noted that the tip of the dissector would not open and the dissector would not open. The dissector tip was broken at the jaws.